Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Sterilization records were reviewed and the sterilization cycle ran within all required parameters with no anomalies. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional patient and evnet information was requested by fax and by mail on 09/15/2006. Questionnaire was refaxed on 10/09/2006. Phone follow-up was conducted on 09/14/2006, 09/22/2006 and 10/09/2006. To date, a completed questionnaire has not been received.